Manufacturer narrative:
The device that was intended for use in treatment was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the bezel gasket is damaged. Functional inspection was performed and showed the test pump cartridge was difficult to turn to the locked position due to corrosion inside u.I. Assembly. The root cause is determined to be caused by corrosion. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that the unit will not physically lock, seems to be an issue with the locking mechanism. No case involved.